Event description:
It was reported that: this morning, an incident occurred in connection with the telemetry system at our facility. One of the transmitters (telemetry 5) was switched to offline mode at around 6:45 am without any acoustic indication of this situation. In the further course, the affected patient (for whom it was determined in advance not to initiate resuscitation measures in case of emergency) developed asystole at about 7:10 am, from which he died. Due to offline operation, no alarm was raised in this case either.

Manufacturer narrative:
Review of the infinity central station (ics) logs shows an entry for a user notification that telemetry (t05) was no longer being monitored. Additionally, there are entries for user sections of audio pause at the ics/alarm silence timer set and reset during the event. Note that when a device is offline, an audible tone is provided to alert the user, an offline message is displayed at the ics and no patient parameters are displayed for the offline device which would be obvious to the user attending the ics. When the m300 is offline, patient monitoring continues with the alarm volume set to 100%. Review of the m300 logs shows multiple asystole alarms were provided from 07:08:21 to 07:09:42 on the date of the event. A draeger technician tested the involved ics and m300 devices for function > all alarms (including offline) continued to alert acoustically and visually at the ics. No malfunctions were identified. H3 other text: the involved ics and m300 devices were evaluated on site with no malfunctions identified.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: this morning, an incident occurred in connection with the telemetry system at our facility. One of the transmitters (telemetry 5) was switched to offline mode at around 6:45 am without any acoustic indication of this situation. In the further course, the affected patient (for whom it was determined in advance not to initiate resuscitation measures in case of emergency) developed asystole at about 7:10 am, from which he died. Due to offline operation, no alarm was raised in this case either.